Event description:
It was reported that patient experienced fluid loss with their inflatable penile prosthesis (ipp). The cylinders and pump were replaced with 15cmx12mm cylinders and a pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.